Manufacturer narrative:
Catheter analysis results revealed no significant anomaly; the catheter testing was acceptable and the catheter was incomplete/returned in segments. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml (dose unknown) via an implanted pump. The baclofen lot number was unable to be obtained. Indications for use were listed as intractable spasticity and cerebral palsy. Other medication the patient was taking at the time of the event was unable to be obtained. The patient's medical history included chronic spasticity. The patient was reported as having gradually less efficacy over a few months that did not respond with dose increases. The patient woke up on (B)(6) 2016 with acute worsening of tone and pain. It was unknown what factors may have led or contributed to the issue. A side port aspiration was performed at the last refill (date not provided) and they were able to aspirate so the patient was just educated about underdose and withdrawal at that time. The patient developed worsening symptoms this weekend and was scheduled for a catheter revision. The issue was resolved at the time of this report and the patient's status was "alive- no injury". It was further reported, the pump pocket was opened first and the portion of catheter was in front of the pump but no obvious leak or kink noted. The spine incision was opened and no obvious kink noted. The old catheter was tied off and a new 8780 was implanted. There was good cerebrospinal fluid (csf) flow throughout the procedure with the new catheter. Therapy had been restored. The dose of lioresal and if the portion of the catheter removed would be returned for analysis was not reported. Additional information indicated that the dose of lioresal was 226.7mcg/day. The catheter was returned on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.